Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history record (DHR) for the fs libre sensor kit was reviewed and the DHR showed the libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported via webform with the adc sensor by the customer. The sensor prematurely detached when the customer "bumped into something" after eight (8) days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced loss of consciousness however there were no reports of self-treatment or the customer receiving treatment from a health care professional (hcp) or third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported via webform with the adc sensor by the customer. The sensor prematurely detached when the customer "bumped into something" after eight (8) days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced loss of consciousness however there were no reports of self-treatment or the customer receiving treatment from a health care professional (hcp) or third-party. No further information was provided. There was no report of death or permanent injury associated with this event.